Manufacturer narrative:
Device not returned

Event description:
It was reported that the pump delivered a 8 unit bolus without user request. Reportedly, the customer's blood glucose (bg) level decreased, however, a bg value was not provided. Pump data was reviewed and user interaction with pump was confirmed, however, a root cause could not be found to determine the cause of a 8 unit bolus being delivered. Reportedly, the customer continued to use the pump for insulin therapy.